Event description:
The physician reported that a patient who recently underwent a generator replacement has been experiencing clusters of repetitive seizures (>10-20 seizures) 2-3 times per week since the new generator was implanted. The physician noted that the patient has no perception of the vns stimulation, noting that the patient's currents were increased and even after a magnet swipe, the patient could not feel the stimulation. The physician reported that the patient was hospitalized and treated for status epilepticus. The physician mentioned that during this time, multiple vns adjustments were made but the patient never perceived the vns stimulation. The physician reported that the patient's family even attempted swiping 3 different vns magnets to see if the patient would feel stimulation, however the patient still felt no vns stimulation. The generator data was reviewed and confirmed that the vns is functioning properly and delivering therapy as intended. No anomalies were identified throughout the history of the generator data. No other relevant information has been received to date.